Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01568091 returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 11.1 and 11.4 mmol/l. The customer's expected fasting blood glucose test result range is 6 - 6.8 mmol/l. Customer was not concerned with low or erratic results. At the time of the call, the customer feels well and did not report any symptoms. Customer stated that when she had obtained the high results she had been feeling nauseous. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip manufacturer's expiration date is (B)(6) 2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :6.2 mmol/l date:(B)(6) 2018 time:08:30am fasting, result 2 :6.9 mmol/l date:(B)(6) 2018 time:1:22am fasting, result 3 :3.7mmol/l date:(B)(6) 2018 time:10:45pm fasting, result 4 :11.1 mmol/l date:(B)(6) 2018 time:09:30pm fasting, result 5 :11.4 mmol/l date:(B)(6) 2018 time:12:25pm fasting.

Manufacturer narrative:
(B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 11.1 and 11.4 mmol/l. The customer's expected fasting blood glucose test result range is 6 - 6.8 mmol/l. Customer was not concerned with low or erratic results. At the time of the call, the customer feels well and did not report any symptoms. Customer stated that when she had obtained the high results she had been feeling nauseous. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip manufacturer's expiration date is 07/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6)